Manufacturer narrative:
Received additional information stating there was no nuvasive product malfunction as the implants were placed correctly. Event occurred after all nuvasive product was placed and during surgical site closure.

Manufacturer narrative:
As per reporter no allegation of product malfunction, product remains in-situ and fusion appears to have occurred. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..."

Event description:
It was reported patient underwent a 3-level anterior lumbar interbody fusion procedure followed by additional posterior fixation on (B)(6) 2017. Patient reported blood loss and damage to a kidney, requiring excision of the kidney. Patient indicated doctor has not alleged a product malfunction. Patient further indicated fusion appears to have occurred at the operative spine levels.